Event description:
The stent deployed during internal carotid stenting. The stent was noted to have shredded/frayed areas. The wide areas were starting to fray. The stent remains in the patient and has not caused any harm. Follow-up reveals that the shredding/fraying was noted after deployment of the stent. There was not a previous stent or excessive calcification and the surgeon did not encounter difficulty deploying the stent. The shredding was noted on the tines of the stent. The surgeon has observed fraying in this particular product. He has not noticed it with other carotid stents.